Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
This is a correction to the initial MDR with date of this report 11-may-2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6). The sales representative stated that the complaint came from the patient and that they had experienced discomfort after a benefit closurefast catheter procedure. Patient was operated on (B)(6), 2014, on both legs. No additional information can be obtained due to the institution closing on (B)(6), 2014.